Event description:
This report is to advise of a introducer fracture found during analysis.

Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. The sheath tubing had been cut and also stretched and torn into three sections; all three sections were returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage remains unknown.

Manufacturer narrative:
The physician's name is dr. (B)(6).